Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a xience v 2.5 x 28 caused a dissection while negotiating in a highly calcified, very tight lesion. A xience v 2.75 x 15 was used to cover up the dissection; however, it caused a further spiral dissection which was treated with another xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection is a known adverse event associated with coronary stenting and is listed in the no fault risk assessment as a no fault procedural complication. Dissection can be influenced by several factors, including lesion, technique, and device size, the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the reported patient effect, and the relationship to the products, if any, cannot be determined. The xience stent mentioned is being filed under the same MFR number.